Manufacturer narrative:
Complaint conclusion: as reported, an attempt was made to achieve hemostasis with a 6f exoseal vascular closure device (vcd), but after pressing the deployment button and waiting for three seconds, exoseal vcd was removed, and the pga plug remained attached in a way that got caught on the exoseal shaft. The deployment button was fully depressed and flushed against the handle, but it felt harder than usual. Manual compression was applied for hemostasis, and the treatment was completed without any issues. There were no reports of patient injury. The exoseal was used to on the superficial femoral artery (sfa) via ipsilateral retrograde approach. There were no stents or calcification near the insertion site, and the vascular system had a diameter of 6 mm. The physician had multiple previous experiences with the use of the device. The exoseal vcd was used in an interventional procedure. The patient's bmi was not greater than 40. There were no visible signs of device/package damage prior to use. A super non-cordis sheath\was used. The device was stored and prepped per the instructions for use (IFU). The femoral artery's suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer, and the vessel diameter was verified to be greater than or equal to 5mm in diameter. There was no access vessel tortuosity, no stenosis greater than 50% at or near the puncture site, no previous closure with any closure device or manual compression less than 30 days prior to this procedure, and no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The exoseal vcd and vascular sheath introducer were removed as a single unit from the patient approximately 3 seconds after depressing the deployment button. The indicator wire was not visible when the device was removed. The product was not returned for analysis. A review of the manufacturing documentation associated with lot: 18395521 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis and due to the nature of the complaint, the reported customer complaint " plug inaccurate placement and deployment lever (button) actuation difficulty" could not be evaluated. With the information provided and without the return of the device, the cause of the reported event could not be determined. It is possible that factors related to the procedure, handling, and/or patient anatomy contributed to the reported event, as well as other patient comorbidities. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. The instructions for use (IFU) instructs the user to ensure that the deployment button is fully depressed and flush against the handle assembly. It also cautions that care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, an attempt was made to achieve hemostasis with a 6f exoseal vascular closure device (vcd), but after pressing the deployment button and waiting for three seconds, exoseal vcd was removed, and the pga plug remained attached in a way that got caught on the exoseal shaft. The deployment button was fully depressed and flushed against the handle, but it felt harder than usual. Manual compression was applied for hemostasis, and the treatment was completed without any issues. There were no reports of patient injury. The exoseal was used to on the superficial femoral artery (sfa) via ipsilateral retrograde approach. There were no stents or calcification near the insertion site, and the vascular system had a diameter of 6 mm. The physician had multiple previous experiences with the use of the device. The exoseal vcd was used in an interventional procedure. The patient's bmi was not greater than 40. There were no visible signs of device/package damage prior to use. A super non-cordis sheath\was used. The device was stored and prepped per the instructions for use (IFU). The femoral artery's suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer, and the vessel diameter was verified to be greater than or equal to 5mm in diameter. There was no access vessel tortuosity, no stenosis greater than 50% at or near the puncture site, no previous closure with any closure device or manual compression less than 30 days prior to this procedure, and no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The exoseal vcd and vascular sheath introducer were removed as a single unit from the patient approximately 3 seconds after depressing the deployment button. The indicator wire was not visible when the device was removed. The device will not be returned for evaluation as it was discarded due to infectious disease.